Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eight years and one month later the patient presented with pain the region of inferior vena cava filter so computed tomography did and it revealed that the superior tip of the filter was at the level of right renal vein. The filter was fully deployed. All of the legs of the filter extended through the wall of the inferior vena cava into the retroperitoneal fat. Approximately two months later, computed tomography angiography thorax with contrast was performed and it revealed that there were bilateral pulmonary emboli. Emboli were seen in all 5 lobes. The largest clot burden was seen within the lower lobes. There was moderate clot in both lower lobes and a mild amount of clot in both upper lobes and in the right middle lobe. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc), filter migration. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown.based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 04/2009).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure and prior to spinal surgery with history of pulmonary embolism. At some time post filter deployment, it was alleged that the filter perforated the inferior vena cava wall. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.